Manufacturer narrative:
Evaluation of the returned lantern confirmed a fracture on the mid-shaft and revealed kinks near the fracture. If the device is forcefully manipulated against resistance, damage such as kinks and subsequent fractures may occur. This damage likely contributed to the inability to deliver the ruby coil during the procedure. Further evaluation revealed ovalizations on the distal shaft. This damage may be incidental to the reported complaint and may have occurred due to forceful manipulation of the device within the patient¿s tortuous anatomy. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in a varicocele using a lantern delivery microcatheter (lantern), ruby coils, and a sheath. It should be noted that the patient's anatomy was tortuous. During the procedure, the physician encountered resistance while attempting to deliver a ruby coil. Subsequently, the physician noticed that the lantern was broken mid-shaft. It was reported that the lantern was still intact and was located partially in the patient's vessel and partially in the sheath when the break occurred. Therefore, the ruby coil was slowly removed with the lantern. The procedure was completed using a new lantern, the same ruby coil, and the same sheath. There was no report of an adverse effect to the patient.